Event description:
(B)(6) has informed laerdal medical corporation of a patient incident from (B)(6) involving the bag; adult disposable resuscitator with mask. On (B)(6) 2011, at (B)(6), the bag resuscitator was used on a (B)(6) female patient, weighing (B)(6), in intensive care. The mask kept coming off during ventilations and it took two nurses to keep the mask connected during ventilations. The plastic elbow between the mask and bellows did not fit correctly. Loss of ventilations delayed treatment of the cardiac arrest. After ventilation the patient was intubated and given drugs. Their cardiac rhythm returned to normal. However, the patient is reported to have later died.

Manufacturer narrative:
No device was returned for evaluation by the manufacturer. All the bag resuscitator's from (B)(6) 2006 onward, shipped with an updated cushion-flex mask which had an enhanced fit connection between the mask and swivel elbow. The early bag's came standard with a one-piece rigid plastic elbow (swivel elbows sold separately) then the swivel elbow was later made the standard elbow. Laerdal has not received similar complaints on the swivel elbow. No further product corrective actions are necessary. In the us, the bag (manufactured by bird life designs/viasys, introduced in 2003 was replaced by the bag ii in (B)(4) 2007, (manufactured by polymed/lmas.)